Manufacturer narrative:
Patient is an ex-smoker. Index procedure was prompted by nstemi. Cec adjudicated target vessel revascularization not involving target lesion, is clinically driven. Target vessel revascularization for both diagonal and lad. Stent is patent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was implanted in the lad. It was reported that the diagonal branch was jailed by the first proximal lad stent. No intervention required.